Manufacturer narrative:
Our field service engineer (fse) found that the air filter was leaking due to a damaged o-ring. Once the o-ring had been replaced, the air filter worked. The ventilator passed pre-use check, and was cleared for clinical use. No parts were returned for investigation. The air filter is located between the compressor and the ventilator. A leaking air filter causes insufficient air supply to the ventilator, and alarms for low air supply pressure, and high o2 concentration are generated. The root cause of the damaged o-ring inside the air filter has not been determined.

Event description:
It was reported that the air filter that is connected between the ventilator, and the air compressor was leaking. There was no patient involvement. Manufacturer's ref #: (B)(4).